Event description:
Initial result for a patient bicarbonate was 11. When repeated, the result was 25. The incorrect result was not used to guide therapy. The field service representative found the sample syringe was defective and repaired the instrument by replacing and servicing the syringe.